Event description:
In 2009, the pt reported experiencing elevated blood glucose and e4 (occlusion) errors since the previous day. She stated that her blood glucose was elevated to 355 mg/dl last night and this morning it measured 388 mg/dl. She changed her insulin cartridge and she removed the infusion site from her body and reconnected the infusion tubing and site to the insulin cartridge. She attempted to bolus and no insulin dripped from the infusion site. She attempted to bolus again and an e4 was displayed. The infusion tubing had been in use for 2 days. She changed the infusion site and tubing and successfully bolused to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.